Event description:
The patient claimed that the stimulator has been off for years because it did not work for her. There was no symptom reported. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the healthcare provider (hcp) noted that the patient's device had been off since (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.